Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended and clean. X-ray inspection found the inner coil was over torqued at the connector region, which is consistent with procedural damage. After cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured, and it was within product specification. The cause of the helix mechanism issue was isolated to the over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil at the connector region consistent with procedural damage.

Event description:
Prior to an implant procedure, the helix of the right ventricular (rv) lead was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.